Manufacturer narrative:
(B)(4). Batch #u5ak4u. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During evaluation, the device was noted to be non functional. However articulation and rotation testing was performed and the device articulated to all settings and rotated, with any difficulties noted. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the shaft device. No functional testing could be performed due to the returned condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be exposed to cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during an unknown procedure, the device got struck while attempting to fire. Surgeon had to remove the reload and use another applicator. The procedure was delayed by 20 minutes. Procedure completed successfully with no patient consequence reported.